Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
After the event the device was evaluated by arjo and no malfunction was found. Due to very limited information received regarding the event circumstances, the cause of the device tipping issue is impossible to define. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Event description:
Arjo was informed about three events involving the maxi 500 devices. This report concerns the first event, which was reported under the medwatch number: 9681684-2023-00082 (arjo reference number: (B)(4). The information provided indicates that during resident transfer the lift started to tip. No further details of the incident or circumstances are known. There was no injury reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported 3 events regarding the maxi 500 device, the events were registered under (B)(4). The report concern the second complaint (B)(4). Following information provided by the customer during patient transfer the lift tilted to one side. No injury was reported.